Event description:
Healthcare professional reported approximately 1.5 months after injection of 1 syringe of juvederm ultra in the lips and marionette lines the patient reported developing a "herpetic lesion and possible scarring" at the right side corner of the mouth. The patient reported the onset of symptoms as having been the day after injection. The patient was not prescribed any treatment by the injecting healthcare professional.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of "herpetic lesion and possible scarring" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.